Manufacturer narrative:
.

Event description:
The initial report was 'spoke with the head nurse, it is the paddle cable, m3508a, that seems externally damaged.' Later. It was explained to philips that the device will occasionally display "pads not connected" error message. There was no reported patient involvement/adverse patient impact.